Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it displayed a high out of range (oor) shocking impedance measurement of greater than 200 ohms. Additional information made available from the field noted that the cause of the oor measurement was not determined and that the rv lead was programmed off to mitigate the issue. The ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.